Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer could not recall if blood glucose was impacted. The infusion set tubing would be changed and the occlusion was resolved. However, as the occlusion were occurring so frequently, the customer did not trust the pump and reverted to using a non-tandem pump for insulin therapy.